Event description:
It was reported that revision surgery was performed due to disassociation. Per the complainant, the patient twisted awkwardly while getting up from a seat on an airplane.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Macroscopic photo analysis was performed on the retrieved insert. The proximal articulating surface of the insert showed burnishing and abrasive wear. Mild rounding typically seen in a fully locked insert was observed on both sides of the anterior locking mechanism. A curved area of wear and deformation due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Severe deformation and damage of the dovetails due to the insert riding on the tibial tray was observed. Impingement and deformation were observed on one of the sides, anterior and posterior parts of the post. The features observed on the insert suggest that anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. It was reported that the insert disassociated from the tibial base when the patient twisted awkwardly while getting up from a seat on an airplane. Damage of the distal surface occurred due to the insert riding on the tibial tray after disassociation.